Event description:
It was reported that the customer had (1) 8100 with green corrosion on left iui. There was no patient involvement.

Manufacturer narrative:
The reported issue that (1) 8100 had green corrosion on left iui could not be confirmed; no product was returned for investigation. The root cause for the reported issue that (1) 8100 had green corrosion on left iui was not determined because no product was returned. No further investigation of this issue is possible at this time, and no patient impact was reported. The device is used for treatment purposes. Device history: ¿ a review of the device history record showed the device had a manufacture date of 13nov2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. ¿ a review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer had (1) 8100 with green corrosion on left iui. There was no patient involvement.